Manufacturer narrative:
Imdrf impact code f2301 is being used to capture the reportable event of spyglass ehl lithotripsy was used to remove the stone from the basket and to remove the basket from the patient. Impact code f1001: is being used to capture the reportable issue of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a fiber choledochectomy, percutaneous via t-tube or other tract, with removal of stones procedure performed on (B)(6) 2023. During the procedure, a trapezoid basket was used in an attempt to crush a 1.5cm stone from the common bile duct. However, the basket cannot be closed nor opened by the handle. A spyglass ehl lithotripsy was used to remove the stone from the basket and to remove the basket from the patient. The procedure was canceled, and it is unknown when the procedure will be rescheduled. There were no patient complications reported as a result of this event.